Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that the instrument blade was broken and a piece approximately 0.40 x 0.10" was detached. The broken piece was returned. It is known that inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was requested to be returned for evaluation. However, it has not yet been received as of the date of this report.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the user observed a broken harmonic ace instrument blade. A fragment fell inside the patient and the entire piece was retrieved during the same procedure. The user continued the procedure with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The surgeon was dissecting the tissue when a fragment fell inside the patient. The instrument was in use for approximately half an hour prior to the issue. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The entire fragment was retrieved using the forceps instrument and this was confirmed by the doctor and nurse. No additional surgical procedure or tests required to remove the fragment. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.